Manufacturer narrative:
H3. Device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was explanted due to infection and treated with antibiotics and surgical cleaning. Patient was re-implanted on the right side of thorax with the same device. Device history records were reviewed and the generator was seen to be hp sterilized prior to distribution. Device evaluation and return of the device is not necessary. It will not add value to the investigation. No other relevant information has been received to date.

Event description:
The physician has responded that the date of the surgery was some time in 2021 (exact date unknown). Patient first presented with infection (B)(6) of 2020, three months after implant. The same device was re-implanted. It is confirmed that the infection occurred less than 90 days from initial implant. It was later reported that the device was exposed prior to explant. The physician has assessed the cause of the extrusion is the same as the infection (side effect of surgery). No other relevant information has been received to date.